Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that during a vitrectomy procedure a white particle like "limestone" was noted to be stuck behind the intraocular lens of the patient. The surgeon tried to remove the particle but could not. The patient did not have to undergo any additional intervention. A company representative visited the site and the cleaning process was modified.

Manufacturer narrative:
The company representative went on site to observe surgery and the cleaning and sterilization process. The company representative noted the customer was using 20cc to flush both ports. The directions for use (dfu) recommends using a minimum of 120cc of deionized sterile water through both ports, followed with 60cc of air. The customer does not disassemble the I/a tip before cleaning. The dfu recommends removing the I/a tip and inspect it to assure the tip is clean. The dfu recommends using a minimum of 120cc of deionized sterile water through both ports, followed with 60cc of air. The company representative reviewed the appropriate cleaning procedures with the customer. The is a closed system. It is operated with a sterile single use consumable cassette, which is designed to isolate the patient fluid path from the console itself. Any surgical instrumentation that would come into contact with the patient would be cleaned and autoclaved by the user prior to surgery, per standard industry practices and company directions for use (dfu). There is no evidence that the design or manufacturing of the system, phaco handpiece, or I/a handpiece contributed to the reported event. The phaco handpiece #1 was manufactured on march 28, 2017. Based on qa assessment, the product met specifications at the time of release. The phaco handpiece #2 was manufactured on july 8, 2016. Based on qa assessment, the product met specifications at the time of release. The phaco handpiece #3 was manufactured on november 13, 2017. Based on qa assessment, the product met specifications at the time of release. The phaco handpiece #4 was manufactured on november 13, 2017. Based on qa assessment, the product met specifications at the time of release. The phaco handpiece #5 was manufactured on september 11, 2017. Based on qa assessment, the product met specifications at the time of release. The phaco handpiece #6 was manufactured on november 13, 2017. Based on qa assessment, the product met specifications at the time of release. The phaco handpiece #7 was manufactured on november 13, 2017. Based on qa assessment, the product met specifications at the time of release. The phaco handpiece #8 was manufactured on august 21, 2017. Based on qa assessment, the product met specifications at the time of release. The phaco handpiece #9 was manufactured on november 13, 2017. Based on qa assessment, the product met specifications at the time of release. The phaco handpiece #10 was manufactured on march 28, 2017. Based on qa assessment, the product met specifications at the time of release. The phaco handpiece#11 was manufactured on march 28, 2017. Based on qa assessment, the product met specifications at the time of release. The phaco handpiece #12 was manufactured on july 7, 2016. Based on qa assessment, the product met specifications at the time of release. With no additional, related information provided, the customer reported event could not be confirmed. No reusable I/a single piece threaded handpiece or particulate sample was returned for evaluation for the report of white limestone like particulate. No lot number was identified with this complaint; therefore, a lot number history review could not be conducted. All reusable handpieces are 100% visually inspected, functionally tested, and cleaned during the manufacturing process. The dfu provides instructions on recommended cleaning of the handpiece. The root cause cannot be determined conclusively. As the customer did not retain the finished goods lot number, DHR and lot history could not be reviewed. The customer returned one cassette with fluid in the drain bag and one saline solution bottle which was attached to the spike of the drip chamber. The saline solution bottle was removed and the cassette and the drain bag were filtered. The petri dishes were sent to the particulate lab, the lab was able to find metallic particles which were not able to identify. The root cause of the customer's complaint could not be established as the particulate lab was not able to identify the metallic foreign material. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. The manufacturer internal reference number is: (B)(4).